Manufacturer narrative:
(B)(4). This medwatch is being filed a s an initial/final report. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: the pre-test calibration and test cut could be taken due to a bent comb. The side plates, roller, and gear were worn. The device was an aged repair with a customer approval. The side plates, bushings, stabilizer feet, roller, comb, gear, shoulder bolts and washers were replaced. The device was tested and calibrated. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. During the investigation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.